Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes an alert for increased pacing lead impedance was received. Fracture was noted. Lead was explanted.

Manufacturer narrative:
A fracture of the sensing conductor and inner coil was noted at 3.0cm from the connector pin consistent with fatigue. The fracture of the inner coil is consistent with the observation from the field of high lead impedance.

Event description:
It was reported that the high voltage lead impedance had increased. The device was reprogrammed to rv-can with svc coil turned off on (B)(6), 2010.